Manufacturer narrative:
Based on the received information a damage to the active electrode likely due to minute device mobility is suspected (increasing number of fluctuating high channels). However, to determine an exact root cause a device investigation at the explanted device is necessary. Additionally, some extracochlear electrode channels might also have contributed to the reported limited hearing performance. Re-implantation is possible; however, no further information is available at this time, despite request.

Event description:
It was reported that during a fitting session, the patient's hearing performance was found to be decreased. Shortly before this time, the patient reported a face edema and pain over the implant. As per new information received in december 2016, the patient's hearing performance has deteriorated. No information is available regarding possible re-implantation and further steps.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that during a fitting session, the patient's hearing performance was found to be decreased. Shortly before this time, the patient reported a face edema and pain over the implant.

Manufacturer narrative:
Additional infrmation: based on the received information a damage to the active electrode, very likely due to minute device mobility (increasing number of hi channels) is suspected. However, to determine an exact root cause a device investigation at the explanted device is necessary. Additionally at least 4 electrode channels have migrated out of cochlea as a full insertion was achieved during initial surgery which might also have contributed to the reported decrease in hearing.

Event description:
It was reported that during a fitting session, the patient's hearing performance was found to be decreased. Shortly before this time, the patient reported a face edema and pain over the implant. No further information has been received.